Event description:
A customer contacted beckman coulter, inc. (Bci) regarding an erroneously elevated troponin (accu tni) result generated by the unicel dxi 800 access immunoassay system. A pt sample was tested for accu tni and a result of 0.60ng/ml was obtained. On the same day, the original sample was aliquoted and re-centrifuged and then retested for accu tni. Repeated result was 0.10ng/ml. It is unk if accu tni results were reported out of the lab. There has been no report of death, injury, or change to pt treatment in association to this event.

Manufacturer narrative:
Qc was in range for two times in 2008. On the next day, low level qc was elevated for an acceptable 2sd range. No qc failure flags were noted in the archive file. A system check performed on the first day, passed specifications. Two system checks were performed on second day, and the latter system check partially failed. A system check was performed again on the next day which failed and passed upon repeat. The specimen was collected in a green top with gel tube. Based on available info, the sample was only half full and was hemolyzed. The completion time of repeat testing was beyond the 2-hour recommended room temperature time as stated in the assay manual. A field service engineer (fse) was not dispatched to the customer's lab as customer declined service. Bci has been working with this customer in conjunction with a rep from the tube MFR regarding pre-analytical issues. Although, pre-analytical sample handling could be a contributing factor, a clear root cause for this event has not been concluded to date. A malfunction will be assumed for the purpose of this report.